Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). Device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during sterilization, it was observed that two compact air drive devices were faulty. During service and evaluation, the device seized, jammed and moved heavy. It was further determined that the device failed the following pre-tests: check for untrue running, check for excessive noise, check the power with test bench and check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.